Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was not delivering the second part of a combo bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings:. The pump history showed that there were two combo boluses programmed on 04/26/2016: a 8.50u combo bolus at 11:32 and a 4.05u bolus at 11:56. The bolus at 11:32 was cancelled due to an error that indicated the user aborted the bolus at 11:32. The 11:56 bolus was cancelled due to the pump being manually suspended at 11:58. For testing purposes a 5.0u combo bolus was programmed with 1.0hr duration and a 20:80% extension. The 1.0u was immediately delivered and the 2nd half of the combo bolus was successfully delivered over the next 1.0hr time period. The pump was completing the combo bolus feature correctly. The alleged issue could not be duplicated. Unrelated to the initial allegation, the display screen was dim and discolored.